Event description:
In 2001, the pt was having neurosurgery for a meningioma in the occipital region. Upon turning the cranial flap with a midas rex classic motor system, resident performing procedure thought that the s4f footed tube came apart or broke. He claimed that the dissecting tool was moving in and out. The dura was torn, and the sagittal sinus and occipital lobe of the brain compromised resulting in excessive bleeding.